Manufacturer narrative:
Unit was received with a blank display due to corrode battery tube. Unable to perform displacement, sleep current measurement, active current measurement, and self tests or verify failed batt test alarm due to blank display. Unit had missing display window cover, cracked battery tube threads, cracked case corner of belt clip rails. The unit p-cap, test reservoir locks in place properly. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had battery error. Customer stated that this issue 2 weeks ago, but after changing battery several times, issue was resolved. Customer has tried multiple batteries this time, new batteries from different packs, none appear to work with pump. By now pump did not even power on when battery was inserted. Pump was not damaged, nor was the battery cap. No discoloration or damage in battery compartment. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.